Event description:
Customer's spouse reported via phone call that there was a 911 call for customer. It was reported that customer's blood glucose was 700 mg/dl when taken by emergency medical technician. Customer was not feeling well and was taken to the hospital. Caller did not have any further information and reported that customer would call when released from the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.